Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed the needle protruding from the shield. The safety mechanism had been activated and the needle was partially retracted, but the needle was not fully enclosed within the shield. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that bd insyte autoguard needle did not completely retract. The following information was provided by the initial reporter: the safety mechanism failed on this.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.